Event description:
It was reported that a chest x-ray confirmed that lead had dislodged. During the attempt to revise the lead, the stylet could not be removed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.